Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. The value was not reproducible. The physician will continue to monitor the shock impedance. The lead remains in use. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. The value was not reproducible. The physician will continue to monitor the shock impedance. The lead remains in use. No adverse patient effects were reported.